Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor . It was reported that she had made an increase on the morning of this call due to control issue. It was indicated that she had trouble running to the bathroom like having stomach ache and not being able to control like she had a virus. She wanted a manufacturer to know that she increased from 1.3 to 1.5 on program 1. Patient stated that the manufacturer representative (rep) had changed her program about 6-8 months ago and it helped. A sudden change in symptom was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.